Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer states, the catheter was placed on (B)(6) 2011. On (B)(6) 2011, the wound was dressed with no visible defect. On (B)(6) 2011, the pt came to the association because, he experienced abdominal pain: according to the nurse, probably due to empty peritoneum. At that time, 200 ml of physioneal 40 1.36% solution was administered and during this injection, the nurse observed a leak on catheter close to titanium adapter. Prophylactic antibiotic therapy was injected to the pt as prevention of infection. The catheter has been cut and no leak observed by nurse. On (B)(6) 2011, trouble solution was observed with peritoneal infection confirmed. On (B)(6) 2011, limpide solution dialysate was observed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.